Event description:
The following has been reported: pump problem. Unable to gather logs pump will not reboot. The pump has been cleaned, charged, and multiple cassettes has been used to trouble shoot pump. A preliminary review of the device log files was not performed. The device was returned for evaluation. Upon return, the device was started up at service and log files were able to be retrieved. Log files indicated a linux core processor error which indicates the som module. The device also had repeated power processor errors which indicates the main pcba. The som module and main pcba influence each other in the operation process and would create a pump problem error. Lcd touch screen is damaged due to broken screw mounts. Som module, main pcba, and lcd touch screen will be removed and replaced during repair process. No other damage found. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Reporting as a conservative measure due to the linux core processor error identified during investigation. No adverse effects were reported.